Event description:
It was reported that the right ventricular lead had poor sensing and would capture only in the unipolar configuration. The lead exhibited poor sensing and would capture only in unipolar pacing configuration. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.